Event description:
It was reported that during a procedure the ultrasonic scalpel "caused damage to the liver." The physician stated he rested the liver on the rod of the scalpel and then he saw white lines where the device had been in contact with the liver. The scalpel was replaced with another scalpel and the same issue occurred. No treatment was needed and the patient was reported to be in satisfactory condition.

Manufacturer narrative:
The complaint devices were not returned to stryker sustainability solutions (sss) for an evaluation. Only one lot number and one serial number were provided. It is unknown what the device information is for the second device other than it was a model ace36e as well. Pictures of the patient's liver were provided that appear to show the white marks. The issue may have occurred was a result of contact between the liver and the distal tips of the shafts which had residual heat from clinical use. Sss instructions for use state: "the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments." "Blood or tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of hte shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "While not in use, the instrument's blade should be kept out of contact with the patient, drapes, or flammable materials in the case that accidental activation occurs." "During prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites." "Avoid inadvertent contact with all exposed blade surfaces and surrounding tissue as the entire exposed blade tip will cut/coagulate tissue when activated." "Avoid incidental and prolonged activation against solid surfaces (such as bone), which may result in blade heating and/or blade failure." A review of the lot control sheet for the one reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.